Manufacturer narrative:
An investigation was performed in response to a complaint of c trans home detect error on the tosoh aia-900 analyzer. At the customer site a tosoh field service engineer (fse) observed that the picking assembly was not moving toward the z- home sensor fast enough. The fse replaced the cup picking assembly and adjusted the assembly alignment on all positions. In conclusion, the investigation confirmed a mechanical failure due to a component failure. A 13-month complaint and service history review for serial number (B)(4) from date of (B)(6) 2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator¿s manual under section 12 flags and error messages states the following: error message: [4151] c. Trans ¿ z home detect error: cause: the home sensor (B)(4) failed to be activated after the transfer y moved toward home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check (B)(4) for a possible malfunction.

Event description:
Customer reported an error 4151 c trans home detect while running analytes estradiol (e2), luteinizing hormone (lh ii), and follicle stimulating hormone (fsh) patient samples. The technical support specialist (tss) advised customer to power down and remove the cover and a cup was found to be stuck on the pickup arm. The cup was removed along with the pickup arm. The sensor and waste were cleaned with alcohol. The analyzer was powered up and an all set home was performed 3x with no error. A repeat of the daily check resulted in the same error. This is a reportable malfunction to the FDA based on delay in reporting of patient results for class a analytes.